Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to pain. Doctor planned to remove neck but it was cold welded and couldn't be removed. (B)(6) removed the shell instead and implanted a dual mobility cup by zimmer and a new cocr 28mm head. Patient also experienced leg shortening and metal ion reaction.

Manufacturer narrative:
Additional information received on 12/20/2018 from litigation: updated implant date